Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument would not straighten when removed through the port. Not via the console and not via the wheels on the suction. The instrument was forced out of the port. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula, no pin or broken cable was visible. The port incision was not increased. The instrument was inspected prior to use and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.